Event description:
It was reported that the patient presented for a routine follow up. The pulse generator exhibited backup vvi operation. After a software download, normal function ensued. The device remained implanted.